Event description:
Additional information received indicates, after the patient was escalated to an impella 5.5, later that day and the impella cp was not kept for return.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in b5; d3( manufacturer fax). Upon review, it was identified that the information was inadvertently not submitted in the previous report. The cause of the injury was not determined due to insufficient clinical details.

Event description:
Clinical narrative: an impella cp was inserted via the left femoral artery in a 64-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient had underlying peripheral arterial disease/peripheral vascular disease (pad/pvd). The society for cardiovascular angiography and interventions (scai) shock stage was not reported. During impella cp support, the patient developed loss of pulse in the left lower extremity beyond the knee, consistent with limb ischemia. A reperfusion sheath had been in place since initial placement, and assessment demonstrated adequate perfusion prior. A doppler ultrasound was performed by vascular surgery, and vascular surgery consultation determined that the limb was possibly salvageable. Based on the ongoing concern for limb ischemia, the clinical plan was to escalate support to an impella 5.5. The patient survived to explant. Limb ischemia in this setting is a known risk of large-bore femoral arterial access and may be influenced by underlying pad/pvd, critical illness, and hemodynamic instability.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information was received provided an update of the product return status: after the patient was escalated to an impella 5.5, later that day and the impella cp was not kept for return.